Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the date of high impedance first observed was noted as unknown. The healthcare provider was notified of this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and high impedances. Contributing factors were unknown. The device was replaced on (B)(6) 2019, it was noted the issue was resolved at the time of the report. No further complications were reported or anticipated.